Event description:
While operating, the surgeon said that her scissor would no longer open or close. The instrument was removed and upon inspection, it was noticed that one of the cables was broken. No injury to the patient. The instrument was removed and replaced with a new one.